Event description:
On (B)(6) 2013, intuitive surgical, inc. Received a voluntary report (B)(4) with the following description: hospitalized as an inpatient from (B)(6) 2013, infection continue to have unexplained abdominal pain and dehiscence of vaginal cuff/infection. Had robotic surgery that ended up with infection, cut through nerve and sigmoid colon bowel resection. Initial surgery was supposed to have been total vaginal hysterectomy with da vinci robot. Diagnosis or reason for use: hysterectomy for andeno carcinoma. Used at (B)(4) medical center. Re- hospitalized for infection dehiscence of wound sigmoid colon resection. Patient and hospital information names were not provided with the voluntary report; therefore, isi is unable to obtain additional information about the reported event at this time.

Manufacturer narrative:
Based on the limited information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci surgical procedure.